Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, customer delivered an 8 unit bolus prior to the low bg. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level. Pump data review by tandem technical support confirmed the pump was functioning as intended.